Manufacturer narrative:
(B)(4). Operator not trained: reportedly, the physician is not trained in the use of the proglide device. Per the instructions for use, under caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncuture was attempted using a proglide device. Reportedly, a sound as if something was broken was noticed when lifting the lever to deploy the foot. The vessel was damaged and hemostasis could not be achieved by manual arterial compression. Surgical intervention was needed to close the vessel and the broken piece of the proglide device was recovered. There was a two hour delay in the procedure. The physician is not trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). A femoral angiogram was not performed. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the puncture location. Evaluation summary: analysis was performed on the returned device. The reported foot detachment was confirmed. The reported noise could not be replicated in a testing environment as it occurred during the procedure. The investigation determined the reported difficulties appear to be related to user technique and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional was received indicating that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6f sheath after a diagnostic procedure. Reportedly, the foot of the proglide device separated and was removed via surgical cut down from the patient anatomy. Surgical suturing was performed achieving hemostasis. Hospitalization was prolonged for 21 days. No additional information was provided.